Manufacturer narrative:
A visual and functional analysis was performed on the returned product which identified the delivery catheter pod was separated. The reported deployment failure was unable to be confirmed due to the condition of the returned delivery catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft of the delivery catheter was restricted or entrapped in the anatomy and during positioning, the separation occurred resulting in deployment failure; however, this could not be confirmed. There was no difficulty noted during preparation and filter was able to load into the pod suggesting that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified artery. The emboshield nav 6 embolic protection system (eps) was positioned on the lesion to be treated but the filter did not open. Another non-abbott device was used to complete the procedure. There was no reported patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided. ***returned device analysis identified the delivery catheter pod was separated.